Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range pacing impedance measurement of greater than 2000 ohms, triggering a lead safety switch (lss). Technical services (ts) was consulted and provided in-clinic troubleshooting options. No adverse patient effects were reported. This pacemaker system remains in service.